Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Return date: 2018-06-04. Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited power switching, inappropriate critical battery alarm, and loose connections. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an internal investigation evaluated momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction h10 product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing; the batteries were able to adequately connect to a test controller. As a result, the reported ¿loose connection¿ event could not be confirmed. Log file analysis revealed that the controller in use during the reported event, con310740, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving bat553762, which is indicative of a communication error between the controller and the battery. Further analysis revealed several premature power switching events that were due to momentary disconnections involving bat553762 and bat553766. Momentary disconnection will result in an audible tone or ¿beep¿. Analysis of the alarm log files revealed one (1) critical battery alarm logged on 17/may/2018 at 22:57:16 due to a communication error involving bat553762. As a result, the reported communication error, critical battery alarm, power switching and intermittent beeping events were confirmed. A possible root cause of the loose connection event can be attributed to an intermittent connection between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and the battery. The most likely root cause of the reported power switching events and intermittent beeping can be attributed to momentary disconnections between the controller and batteries. An internal investigation was opened to investigate momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors.

Manufacturer narrative:
Product event summary: two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing; the batteries were able to adequately connect to a controller. As a result, the reported ¿loose connection¿ event could not be confirmed. Log file analysis revealed that the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple premature power switching events due to momentary disconnections involving (B)(4) and (B)(4). Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving (B)(4). As a result, the reported critical battery alarm and power switching events were confirmed. A possible root cause of the ¿loose connection¿ event can be attributed to an intermittent connection between the battery and controller. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported power switching events and ¿reported beeps¿ can be attributed to momentary disconnections between the controller and batteries. Battery (B)(4). D4: expiration date: 2018-04-30 UDI #: (B)(4). H3: yes h4: mfg date: 2017-04-30 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.